Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. The sample consist of one (1) product. The sample was received in used conditions without its original package. The sample was visually inspected, at a distance of 12 to 24 and normal conditions of illumination. Cannula broke was detected in the unit returned. A review of the manufacturing process for was conducted by quality engineer in order to verify that there are no situations or practices that could create the event. No discrepancies were found. In order to perform a complete root cause analysis of this failure mode, a corrective and preventative action has been opened to address the reported issue. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# (B)(4).

Event description:
It was reported that the cannula has broken off under my skin. Bleeding and laceration form when removal was attempted, mild infection developed at site. No medical or surgical intervention was reported. No patient injury reported.